Event description:
The following was reported via email by a healthcare provider from (B)(6) medical center, "this is the information that I have on the mitral valve that the surgeon put in and removed as defective. It is a model: 7000tfx 29mm. (B)(4). It was removed and hand rinsed and I have it (and the original box ) in a plastic bag in my office as well as the implant patient registry that was filled out. I have already ordered a replacement valve to come back overnight. The surgeon removed this valve and replaced it with a competitor valve." No additional information was provided.

Manufacturer narrative:
Evaluation summary:characteristic markings on the valve indicate a suture was looped around commissure 1. Suture track and permanent indentations were present on the free margin and cusp of leaflets 1 and 3. These indentations were most likely left by a suture that was tied tightly down and against the posts at the cusp 1 commissure. As received a gap is noted at the coaptation region. No visible inconsistencies were noted in the x-ray.the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.